Event description:
Customer reported the hemoglobin parameter was failing during the instrument startup process when using the coulter lh 500 hematology analyzer in their laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and determined the rbc (red blood cell) diluent dispenser was pulling in bubbles due to a damaged seal and was replaced. The fse verified startup and controls and validated the system.